Event description:
Product analysis was performed on both the lead and generator. Based product analysis of the generator, high impedance was first seen on 07/01/2023. No other relevant information has been received to date.

Event description:
It was later noted that the suspected product has been returned to the manufacturer. However, product analysis is underway but has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
Product analysis of suspect product in under way.

Event description:
Additional information received. The provider reported that although x-rays could not be shared, the provider confirmed that a lead fracture was clearly identifiable. The provider was unable to determine whether the patient experienced any trauma or underwent any medicais procedures around the time the high impedance was detected. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that during battery replacement the lead was noted to be damaged. The mother reported that the patient fell in the shower and could have damaged the lead. The lead was replaced due to fracture. The suspected device has been sent back to the manufacture but has not been received to date. No other relevant information has been received to date.